Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the therapy knob was not working properly. The customer tried to use the therapy knob to turn off the device but it remained powered on. There was no patient involvement.